Manufacturer narrative:
B3 - customer was unable to provide exact date of event. The date range provided was (B)(6) 2024 to (B)(6) 2025, and the lot on this report was manufactured in january 2025. The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported fifty-four (54) false positives with the determine hiv 1/2 ag/ab combo test with a capillary fingerstick sample between the dates of (B)(6) 2025 with multiple lot numbers. This report is for lot 0000962456 (qty (B)(4)). Confirmatory tests were performed with an unknown platform which returned negative results. It is unknown if any of the patients were in active labor. Additionally, no pregnant patients were prescribed art as a result of the positive tests. No additional information, including treatment and outcome was provided.

Manufacturer narrative:
The customer reported fifty-four (54) false positives with the determine hiv 1/2 ag/ab combo test with a capillary fingerstick sample between the dates of 01jan2025 and 01jun2025 with multiple lot numbers. This report is for lot 0000962456 (qty (B)(4)). Confirmatory tests were performed with an unknown platform which returned negative results. The patients were confirmed to not be in active labor. Additionally, no pregnant patients were prescribed art as a result of the positive tests. No additional information, including treatment and outcome was provided.

Event description:
The customer reported fifty-four (54) false positives with the determine hiv 1/2 ag/ab combo test with a capillary fingerstick sample between the dates of (B)(6) 2025 and (B)(6) 2025 with multiple lot numbers. This report is for lot 0000962456 (qty (B)(4)). Confirmatory tests were performed with an unknown platform which returned negative results. The patients were confirmed to not be in active labor. Additionally, no pregnant patients were prescribed art as a result of the positive tests. No additional information, including treatment and outcome was provided.

Event description:
The customer reported fifty-four (54) false positives with the determine hiv 1/2 ag/ab combo test with a capillary fingerstick sample between the dates of (B)(6) 2025 with multiple lot numbers. This report is for lot 0000962456 (qty (B)(4)). Confirmatory tests were performed with an unknown platform which returned negative results. The patients were confirmed to not be in active labor. Additionally, no pregnant patients were prescribed art as a result of the positive tests. No additional information, including treatment and outcome was provided.

Manufacturer narrative:
B3 - customer was unable to provide exact date of event. The date range provided was 01may2024 to 01jun2025, and the lot on this report was manufactured in january 2025. Additional information: b5. The investigation remains in progress. A supplemental report will be provided after completion.